Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has concern for pump thrombosis. Has suspected driveline fracture. A blind splice was never attempted. Currently lvad does not seem to be unloading at all. Patient presented to the emergency department with shortness of breath and fatigue for two weeks. The patient's left ventricle is dilated. Severe mitral regurgitation. Aortic valve opens with every beat. Patient went into pulmonary edema and heart does not change with increase in rpm. Patient's controller is hot to touch, but his lactate dehydrogenase is not elevated.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6) was returned for evaluation following the reported event of a transplant due to a concern of pump thrombosis. The suspected pump thrombosis is investigated under the pump investigation (pi-2020-0045947-01). The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The submitted log files and the log file downloaded from the returned controller contained approximately 34 days of data combined (31jan2020 ¿ 05mar2020 per the timestamp). The driveline was disconnected on 05mar2020 at 9:12:20 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. There were no reported issues with the system controller. The reported event could not be correlated to an issue with the system controller.

Event description:
Related manufacturer report number: 2916596-2020-01427.